Manufacturer narrative:
That the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site was using a non-medtronic head holder using point merge registration and got a metric 1.1. They were accurate superficially. They used the suction to navigate to the nasal floor and were inaccurate by .3 or .4 mm inferior. Left and right looked fine. When they switched to a blade and went to the same place, it was accurate. Opened another tray, tried a new suction, verified the new suction, and got the same issue. There was no delay in the procedure and no impact on patient outcome.